Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient presented remotely via merlin.net with noise. Patient received inappropriate atp therapy. High out of range pacing lead impedance was also noted. Noise was not reproduced in clinic. Rep reported that plans have been made to replace the device.